Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI) in which MRI mode was programmed. This patient was noted to have been in possible ventricular tachycardia (vt) during and after the MRI. Technical services (ts) reviewed the episode noting fast manual burst pacing which put this patient into a nonsustained ventricular fibrillation (vf) or pulseless ventricular tachycardia (pvt) that self terminated back to a slow vt. A similar sequence of events with the fast pacing put the patient into sustained vf. Anti-tachycardia pacing (atp) was provided which did not convert and then a single shock successfully converted. Ts could not tell how this patient was in vt prior to exiting the MRI mode. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI) in which MRI mode was programmed. This patient was noted to have been in possible ventricular tachycardia (vt) during and after the MRI. Technical services (ts) reviewed the episode noting fast manual burst pacing which put this patient into a nonsustained ventricular fibrillation (vf) or pulseless ventricular tachycardia (pvt) that self terminated back to a slow vt. A similar sequence of events with the fast pacing put the patient into sustained vf. Anti-tachycardia pacing (atp) was provided which did not convert and then a single shock successfully converted. Ts could not tell how this patient was in vt prior to exiting the MRI mode. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Changed ar-d code from 2406 to 2278.